Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was attempting to fill the tubing, however the filling had taken longer than usual. The customer reported was able to observe drops at the end of the tubing after re-attempt. The customer's blood glucose level was not impacted.